Event description:
It was reported that the patient had a loss of therapeutic effect and after 3 years their implant had failed. Last week the patient tried all programs 1, 2, 3, and 4 and the device stopped working for the patient about a week ago. The patient¿s health care provider (hcp) instructed the patient to turn their implant off today and leave it off for 4 days. The hcp instructed the patient to turn their implant back on to program 4 in 5 days. Program 4 was where the patient had had the most success for years with the device. The patient had to be catheterized every day, and was catheterized last night while they were on program 4. The patient catheterized 500 cc¿s of urine. The patient wanted to know why after 3 years of having the device, it had suddenly stopped working for them. The patient had the device implanted in february a few years ago. The patient was told their battery would last 5 years and that when that time was up, they would have to have surgery to have it replaced. The patient didn¿t know why the device wasn¿t working. It was mentioned that one time the patient couldn¿t find their programmer antenna, but then they did because, it was at the bottom of the box. The patient didn¿t have the use of their right had because, they had parkinson¿s and their implant was in their abdomen and not behind them. About 2 weeks later it was reported that after 2.5 years that patient was back on a catheter, which they had to be on for 2 years prior to that. Program 3 never worked for the patient and they had utilized all 4 programs for their device. The patient¿s hcp was calling so the patient had to end the call. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-41, lot# v821663, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).